Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further review of the data was performed. Data was evaluated and the allegation was undetermined for the event date of 09/22/2024. The performance data indicates that the low glucose alert was disabled during the time period and the users estimated glucose values (egvs) were low during the morning of the event, however the user did receive several low glucose soon alerts during the morning. The probable cause could not be determined via data. The reported glucose values for 09/22/2024 fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Per tandem diabetes data investigation, the pump shutdown at 11:22 am on 09/21/2024 due to low battery power. The pump was then turned back on approximately a minute later. Cgm readings were not reconnected to the pump until 09/23/2024 at 11:25 am. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, clarification of event details was provided. On 09/22/2024, the patient experienced extreme abdominal pain, ketone odor, and vomiting. The cgm was reading 125 mg/dl and the blood glucose reading was 467 mg/dl in the hospital. The patient was admitted to the hospital for 1 day and treated in intensive care unit (ICU) for diabetic ketoacidosis (dka) with insulin and IV fluids. The patient recovered after treatment. The patient uses tandem mobi. The patient was okay at the time of the report. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. As previously reported, data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction g3 date received by mfg - correction g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was complaining about severe abdominal pain and was vomiting in the middle of the night. The patient's mother took the patient to the emergency room. At the ER, the cgm was displaying 125 mg/dl but the patient's bg was 467 mg/dl. The patient was treated with insulin and IV fluids. The patient was in the hospital for 1 day. Additionally, the patient stated that the cgm was displaying "low" at some point during the event but the actual bg was not low. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was complaining about severe abdominal pain and was vomiting in the middle of the night. The patient's mother took the patient to the emergency room. At the ER, the cgm was displaying 125 mg/dl but the patient's bg was 467 mg/dl. The patient was treated with insulin and IV fluids. The patient was in the hospital for 1 day. Additionally, the patient stated that the cgm was displaying "low" at some point during the event but the actual bg was not low. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).